Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that occurred on (B)(6) 2017 during a hemilaminectomy procedure on a canine. It was reported there was a fifteen minute [15] delay and a same model device was available and used. The patient outcome post-surgical procedure was ambulatory. Pre-existing condition was rear limb weakness. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device will not run when it is supposed to, but will run in the lock and off position was confirmed. An assessment was performed and it was observed that the unit started to run as soon as it was plugged into the console (without the hand switch. It was further observed that the unit was running hotter than usual. During assessment it was found that the device failed pretest for general condition, function and direction of rotation, function with the test hand switch, and function with the foot pedal. During repair it was observed that there was an unknown liquid and corrosion on the electronic control unit (ecu), and residue of an unknown liquid on all the contacts. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the electric pen drive device would not run when it was supposed to but would run in the lock and off position. This event did not occur during surgery. There was no human patient involvement as this was a veterinary equipment. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.